Manufacturer narrative:
The device was returned for analysis. Device evaluation anticipated but not yet begun. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported the device overheated. No known report of patient / user injury.

Manufacturer narrative:
The handpiece was returned for analysis, service, and repair. Analysis did not confirm the reported event of overheating. The following are the pre-repair temperatures of the device: 79°f after 1 minute, and after 8 minutes the handpiece was 113°f and the ambient temperature was 74°f. Some other deviation has been found and the rear bearing is making a rough noise when in use. Service and repair replaced the rear bearing, cup, and excluder. The device was tested successfully to the manufacturing specifications and returned to the customer. If information is provided in the future, a supplemental report will be issued.